Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: provided x-ray was reviewed, the complaint description can be confirmed that the antirotation screw is back out post-op. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.168.480s, lot: 2l50600, manufacturing site: grenchen, release to warehouse date: 03. Dec. 2018, expiry date: 01. Nov. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the patient underwent total hip arthroplasty on (B)(6) 2019. The patient reported pain early in (B)(6) and the cut-out of the implant was found when she got an examination two (2) weeks after the pain recurred. During the surgery, the surgeon had difficulty in extracting the locking screw because it had been fixed to the plate firmly. He removed the locking screw by attaching the insert to the plate and turning a driver with all his strength. Also, the anti-rotation screw could not be removed with a screwdriver because it stopped turning with the screwdriver halfway through. He removed it by clutching the screw. Concomitant device reported: plate 1 hole fracture femoral neck system tan (part: 04.168.000s, lot: l911548, quantity: 1), insertion instruments (part: unknown, lot: unknown, quantity 1), screwdrivers (part: unknown, lot: unknown, quantity: 1). This report captures the intra-operative event. The post-operative pain/implant cut-out is captured on related complaint (B)(4). This report is for an anti-rotation screw. This is report 2 of 2 for (B)(4).